Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error 133.6090 was confirmed. On 11-jun-25, pcu was received unboxed and with paperwork. Pcu fails asft alarm tests. Main speaker connector j2 loose wire. Unable to isolate where the faulty issue originated. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.